Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. No scrolling numbers display anomaly noted. No frozen screen noted. Insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with minor scratches on display window, cracked display window corners, broken reservoir tube lip and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated the insulin pump froze during the bolus process and alarmed for button error. Blood glucose reading was 309 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.